Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
It was reported that the tip of primary guide assembly broke while the surgeon attempted compression on the costae (rib bone). The broken piece was retrieved from the patient. The surgery was completed with a new primary guide assembly after a 5-10-minute delay. No adverse patient consequences were reported.

Manufacturer narrative:
The reported primary guide assembly was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The primary guide assembly (part number rbl2210, batch number 551527) was examined visually under magnification. The slider piece of the guide was broken near the tip of the slider where it curves down towards the location feature that locks into the plate when the guide is compressed. The fractured surface on the slider appeared to be brittle, with a uniform rough texture suggesting there was a single overloading event rather than a series of overloading events that caused the break to the slider. There did not appear to be any flaws or defects where the slider was broken. However, based on the description of the event and the examination of the broken parts, no definitive conclusion could be drawn as to how these parts broke. Corrected data: type of investigation code (annex b): updated 10 investigation findings code (annex c): updated to 3243.